Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging a power- battery charge issue. The reporter alleged, ¿tonight while out to eat I went to check my sugar level. I inserted a test strip and applied blood, it said there was an error, so I pulled the strip out and inserted a new strip. But it didn't turn the meter on, nothing turns the meter on. I tried different strips, the buttons on the meter, but nothing works¿. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.